Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation it was reported that the basket of a ngage nitinol stone extractor broke in the process of a stone removal during a rirs (retrograde intrarenal surgery). Another device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also conducted a review of the DHR for the reported lot and records no nonconformances. A database search for complaints on the reported lot found one additional related complaint reported from the field. The information provided upon review of complaint file, device history record, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Cook also reviewed product labeling. A review of the IFU t_shef_rev1; the IFU did not provide any information related to the reported issue. Based on the information provided, no device return, and the results of the investigation, it was determined the cause of the issue could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, during rirs (retrograde intrarenal surgery) in right kidney, an ngage nitinol stone extractor's basket wire broke during stone removal. Another same type device was used to complete the surgery. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.

Manufacturer narrative:
E1 - customer name and address= (B)(6). G4 - PMA/510 (k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.